Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 723 mg/dl. The customer also had ketones. Troubleshooting was performed, and the daily totals did not match with the basal rate and bolus totals. It was also stated that the insulin pump was severely scratched. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event the device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.